Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that the patient wore the sensor beyond 10 days. Labeling indicates: sensor useful life up to 10 days. Shutting down the receiver does not extend your sensor session past the 10 days. No additional event or patient information is available.